Event description:
The patient reported the tape and sterile dressing were causing itching, burning, and blisters. The trial devices were pulled early on (B)(6) 2025. As of (B)(6) 2025, the blisters have resolved.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label has been ruled out. However, the itching, burning, and blisters is due to the tape and sterile dressing using during the trial procedure which is unrelated to the curonix device. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the itching, burning, and blisters is due to the tape and sterile dressing used during the implant procedure which is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.